Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. On april 21, 2006 the patient was seen by a company representative for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was functioning. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.